Event description:
It was reported the pod was making a beeping noise and it appeared as though the inside of the pod had burst. Additional information was solicited, but unavailable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the inside of the pod burst. No lot release records were reviewed, as the product lot number was not provided.